Manufacturer narrative:
Error 201 is displayed on the laser display when the shutter test fails. Error 204 is displayed on the laser display when both optocouplers for the shutter see light. In both cases the errors will appear prior to any actual lasing, so there is no real risk of patient injury due to inadvertent lasing. In this case the error allegedly could not be cleared and an alternate laser was brought in to complete the case. A lumenis service engineer visited the site on (B)(6) 2018, two (2) days after the reported event. Upon arrival the service engineer was unable to duplicate the reported errors; nonetheless he went ahead and replaced the shutter solenoids. He then checked for damage on optics, mirrors, and rods. Not finding any damage, the service engineer cleaned the optics and mirrors, verified proper alignment and power, and performed safety tests the system passed all operational and safety tests and was returned to the facility having met manufacturer's specifications. On (B)(6) 2018 it was reported that the errors 201 & 204 re-appeared on the system, though not during a procedure. A lumenis service engineer examined the system and could not be duplicate the reported errors. Nonetheless, the engineer replaced the optics bench pcb. The technical expert checked shutter operation several times, and after the system passed all operational and safety tests, the system was returned to the facility having met manufacturer's specifications. A review of historical product complaints shows that the same malfunction of intraoperative errors 201/204 has not led to serious injury in the past. Although the device malfunction could not be duplicated, nor did the alleged malfunction cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device on (B)(6) 2018 as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
A user facility reported that while utilizing their lumenis versapulse powersuite 60w laser during a procedure error 201 appeared on the display. Following a reboot error 204 appeared and the system was disabled. Unable to continue with the laser an alternative device was brought in to complete the case. No patient harm occurred, and the malfunction did not cause or contribute to any change in the patient's status.